Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. The field service engineer removed failed pockets and verified drawer.then reseated connections on the retractor band, row board cable and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.